Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 180 and 124 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 180mg/dl.